Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "particles in valve - valve stuck to tissue". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed one opening assessed as unidentified (tear) opening. (Shell thickness was within specification. ¿ particles in valve: not observed. As per the investigation procedure particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "particles in valve - valve stuck to tissue". Device has been explanted and replaced.